Event description:
It was further reported that angioplasty was performed at an unspecified time during the procedure with a 12mm balloon. The physician experienced resistance while attempting to deploy the 24x35/11fr wallstent endoprosthesis. The stent had expanded to less than 20%. It was originally reported that the stent had to be snared; however, it was further reported that the stent was able to be reconstrained and removed without issue. The snare was used in the procedure for another unspecified reason. The procedure was completed with a 24x35 wallstent.

Event description:
It was reported that during a stenting treatment procedure, the stent did not fully deploy. The target lesion was located in the common iliac vein. The 24x35/11fr wallstent endoprosthesis was advanced to the lesion, but would not fully expand. A snaring device was used to remove the stent. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Describe event or problem: correction; it was originally reported that the stent had to be snared; however, it was further reported that the stent was able to be reconstrained and removed without issue. The snare was used in the procedure for another unspecified reason. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).